Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 2 false negative sars results. Customer states they were positive by an urgent care test (method unknown) and had a faint positive by another brand rapid antigen. Report 2 of 2.